Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for the pertinent lot. A march 2007 ultraflex esophageal stent 15-month trend report, inclusive of all failure modes, was reviewed; no adverse trends were noted.

Event description:
It was reported to boston scientific corp on march 28, 2007, that during the placement of an ultraflex stent system on a male, the stent "release was incomplete at the proximal tip" as "the suture did not get detached from the stent". The physician removed the device and "the stent was finally placed with an overtube and a dilator". "The event prolonged hospital stay because the pt suffered from dysphagia after the procedure. After 48 hours of the procedure, the pt was tolerating fluid intake." The pt's condition was reported as "well".